Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure with a dual console setup, the customer informed technical support engineer (tse) that surgeon side console (ssc) 2 powered on with an ergonomic error. The tse confirmed repeated non-recoverable error 319 in the logs pointing to the horizontal axis. The customer performed multiple hard power cycles with no change. The customer elected to disconnect ssc 2 and proceeded as a single ssc setup. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse first replaced master compute engine board (mceb) board on the surgeon side console (ssc) in standalone mode, but the initial attempts were unsuccessful. After the system was power cycled, programming was completed and workflow continued. However, error 23068 appeared after a second power cycle. Later, the fse replaced mceb board and ergo to ssc vertical fiber optic cable, and error 23068 was resolved after a power cycle. Upon programming the replacement board; node ac11a was found missing, and error 319 remained after an additional power cycle. Later, the fse replaced ssc horizontal boom fiber cable, ssc cardcage assembly, manipulator controller ergo distal (mced), ssc horizontal cable harness and ssc vertical rolling loop harness to resolve error 319. The affected part ssc vertical fiber optic cable, ssc horizontal boom fiber cable, ssc horizontal cable harness, and ssc vertical rolling loop harness involved with this complaint are field scrap items and will not be returned to isi for further investigation. Return material authorizations (RMA) were issued to the customer requesting to have the intuitive surgical, inc. (Isi) mceb, cardcage and mced returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.